Event description:
Based on the new information: this case was judged to no longer reportable.

Manufacturer narrative:
Based on the new information: this case was judged to no longer reportable. A retrospective review from (B)(6) 2007 until (B)(6) 2020 was performed with the result that no patient harm had been reported due to this hazard. The defined severity was still adequate.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product fw270r - s4 screw driver f/canul.polyaxial screws. According to the complaint description, the tip of the screwdriver broken off when positioning the screw. Revision of the screw due to misalignment, otherwise no surgery delay. No further measures taken. Tip was not found. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).